Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with roche diagnostics elecsys anti-tg and roche diagnostics cobas elecsys anti-tpo on a cobas 6000 e 601 module. The results were reported outside of the laboratory to a clinician who questioned the values. This medwatch will apply to the anti-tg assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the anti-tpo assay. The sample was tested twice on the e 601 analyzer, resulting in anti-tg values of 27.13 iu/ml and 27.09 iu/ml (reference range = < 115 iu/ml). The sample was repeated on an alinity analyzer on 01-aug-2021, resulting in an anti-tg value of 195.05 iu/ml (reference range = < 4.11 iu/ml). The sample was tested twice on the e 601 analyzer, resulting in anti-tpo values of 28.00 iu/ml and 27.28 iu/ml (reference range = < 34 iu/ml). The sample was repeated on an alinity analyzer on 01-aug-2021, resulting in an anti-tpo value of 27.90 iu/ml (reference range = < 5.6 iu/ml). The serial number of the e 601 analyzer is (B)(4).

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There was no sample remaining for investigation. Discrepant values can be generated due to methodological differences. However, an interfering factor against a component of the assay cannot be excluded.